Event description:
It was reported that the front connector on the motor drive unit is pushed into the unit and broken. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.